Event description:
It was reported that hemodialysis (hd) patient experienced decreased blood pressure and inadequate ultrafiltration during treatment.

Manufacturer narrative:
This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all market preference evaluation (mpe) surveys conducted between 2011 thru 2013. The lack of information provided within survey responses does not allow any additional information to be collected from the end user. The mpe surveys include all relevant and related event information. No further information is expected.